Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon receipt of additional information. Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a communication error and power fail. The machine was turned off and on, but the errors persisted. The balloon was unable to re-calibrate or filled. The faulty console was switched out with a new console and resumed working. No patient harm, serious injury or adverse event was reported. Reference medwatch (B)(4).

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.